Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller stated the patient called saying they were ¿messing around¿ with their dbs and turned off their therapy and when they turned it back on, they lost all of their settings. The caller stated that the patient mentioned seeing a triangle on the screen. The caller asked if they could provide settings or program the patient. It was reviewed that they shouldn¿t lost their settings by turning off the device and couldn¿t be programmed over the phone and may have to been seen in the office if their settings were truly lost. The patient called back reiterating the same issues and said now their programmer screen is only showing a triangle with an exclamation point and nothing else. They didn¿t see any numbers or codes. Troubleshooting was done and the patient used their programmer to see that the battery was full but then went back to the triangle screen. The patient confirmed that the recharger was able to connect to the ins and charge it. The patient was transferred for a new programmer and recommended to follow up with the hcp if the issue didn¿t resolve.